Event description:
It was reported that the bd safe-clip¿ was found to be damaged after receiving it. The following information was provided by the initial reporter: "stated that she heard clicking sounds inside of the safe clip and she thought that it may have been used and that there were needles inside." "Customer stated that it might be broked on used".

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safe-clip¿ was found to be damaged after receiving it. The following information was provided by the initial reporter: "stated that she heard clicking sounds inside of the safe clip and she thought that it may have been used and that there were needles inside.". "Customer stated that it might be broke on used".

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review was conducted for lot number 1214001. H3 other text : see h10.